Manufacturer narrative:
It was reported via phone call that the customer was hospitalized with high blood glucose readings of 514 mg/dl and diabetes ketoacidosis. Customer mentioned noticing bent cannulas when the set was removed at the hospital. Customer was placed on IV drips at the hospital.

Event description:
It was reported via phone call that the customer was hospitalized with high blood glucose readings of 514 mg/dl and diabetes ketoacidosis. Customer mentioned noticing bent cannulas when the set was removed at the hospital. Customer was placed on IV drips at the hospital.